Manufacturer narrative:
The reported inability to open the clip was confirmed in returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Additionally, inability to close clip, broken and twisted l-lock tabs, frayed lock line and corroded and scratched actuator coupler was observed. In this case, it appears that applied troubleshooting created tension on the device and contribute to the observed twisted, broken l lock tabs, frayed lock line, and scratches on the actuator coupler. The reported inability to open the clip and observed inability to close the clip appear to be the result of broken and twisted l lock tabs as a result of procedural circumstances. Additionally, observed corroded actuator coupler appear to be consequences of post-procedural exposure to saline solution to the device post-procedure. The broken pieces of the l-lock tabs were submitted for scanning electron microscope (sem) analysis to investigate the failure mode of the broken part of the l-lock tabs. From this analysis, it appeared that the corresponding l-lock tabs appeared to have been twisted in a counter-clockwise direction, with signs of abrasions located at opposing corners of the outer diameter surfaces. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report material frayed. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve; however, after several attempts, the clip would not open when unlocked during the initial opening. Troubleshooting steps were performed but failed. The cds was removed without issue with the clip attached and the procedure continued with a new cds. One clip was implanted, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis revealed that the lock line was noticed to be frayed. No additional information was provided.